Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous ad mildly calcified vein side. After a non bsc guidewire and sheath were passed through, a 4.0 x 40, 40cm mustang balloon was advanced for dilatation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non bsc device. No complications were reported and the patient's status was good.